Manufacturer narrative:
Wash solution a contains sodium azide and saline used to wash and rinse the inside of the probe. Wash solution b, used to wash the outside of the probe, contains a detergent, which could also have a lysing effect, destroying the red cells in a reagent product. The customer connected the lines appropriately and performed priming. Qc and all testing were acceptable. Service was not needed. Incident occurred as a user error. The customer has not logged any complaints against this instrument since this incident. Incident is isolated.

Event description:
The customer reported that at some point during the shift, the tubing for wash solution a and b bottles were switched. The customer was not sure if testing was performed, since they did not know when switching of the tubing occurred. The customer was confident that there were no erroneous results reported since part of their protocol is to check the pt's history, if the pt has a history. If a pt does not have a history, customer performs manual gel retyping. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.